Event description:
The complainant stated that the brake is slipping.

Manufacturer narrative:
The service technician found when the brakes were activated, the casters did not hold due to being worn. He replaced the casters and found the brake operating properly when tested.